Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem from another company breaking. The surgeon removed a 28mm head (from another company) and replaced the head, liner and stem.